Manufacturer narrative:
The actual date of death is unknown. Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a suspected over infusion of an unspecified medication. Following the infusion setup, the clinician found the bag to be empty within 20 minutes. Following the event, the patient "coded" at 1:06pm. Subsequently the patient reportedly died. Although requested, the customer declined to provide further details. The customer also declined to send the devices to bd for investigation at this time. Bd has received additional information. It was reported that "the change of the medication rate noted in epic (electronic medical record) was 11:11:19..." The customer is requesting bd to identify the same on the device event logs, specifically the keystroke activities from 9:45am to 11:11:49am. No other information provided.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: date of event, unique device identifier (UDI)#, concomitant med prod data, added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, imdrf annex b,c and d codes.

Event description:
It was reported that there was a suspected over infusion of an unspecified medication. Following the infusion setup, the clinician found the bag to be empty within 20 minutes. Following the event, the patient "coded" at 1:06pm. Subsequently the patient reportedly died. Although requested, the customer declined to provide further details. The customer also declined to send the devices to bd for investigation at this time. Bd has received additional information. It was reported that "the change of the medication rate noted in epic (electronic medical record) was 11:11:19..." The customer is requesting bd to identify the same on the device event logs, specifically the keystroke activities from 9:45am to 11:11:49am. No other information provided.

Manufacturer narrative:
Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue alleging the occurrence of an over infusion of an unspecified medication was not able to be confirmed via event log review or could be replicated during device testing performed by bd. The log analysis was requested by the facility prior to the return of the devices for analysis. The log analysis summary was provided to the facility as requested and can be found attached to the complaint file within the file name (complaint investigation (B)(4)). The inspection and testing process did not find any existing malfunctions with the suspect pump module. The pump module infused within specification with no observances of unregulated flow. Root cause: the root cause for the alleged issue that there was an over infusion of an unspecified medication was not able to be identified from the log analysis or could be replicated during bd device laboratory testing. The suspect pump module was found to be infusing within specification.

Event description:
It was reported that there was a suspected over infusion of an unspecified medication. Following the infusion setup, the clinician found the bag to be empty within 20 minutes. Following the event, the patient "coded" at 1:06pm. Subsequently the patient reportedly died. Although requested, the customer declined to provide further details. The customer also declined to send the devices to bd for investigation at this time. Bd has received additional information. It was reported that "the change of the medication rate noted in epic (electronic medical record) was 11:11:19..." The customer is requesting bd to identify the same on the device event logs, specifically the keystroke activities from 9:45am to 11:11:49am. No other information provided.